Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap. The insulin pump had normal operating currents, no unexpected off no power anomaly, low battery alarm or blank display when a test battery cap was used. The insulin pump had minor scratches on the lcd window.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer's blood glucose level was 256 mg/dl. Troubleshooting for blank display was performed. Customer replaced the battery on the device three times and it did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.